Manufacturer narrative:
Additional manufacturer narrative: the device has been evaluated. The product passed all performance testing. There was no issue found with the device. No further actions have been deemed necessary at this time. Evaluation method: actual device involved in incident was evaluated; performance tests performed. Result: negative results of device testing. Conclusion: device operated according to specifications.

Event description:
As reported, this vigileo monitor showed wrong pressure values. Unfortunately, no other details have been provided. There is no allegation of any patient injury.